Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident, including whether the material was removed from the patient cavity, have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the blue insulation on the device came off the jaws and fell into the patient cavity. Another device was used to complete the procedure.